Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-mar-2016, an fse conducted on-site follow-up with the customer. The fse replaced a defective diluent pump, lp201, and the solenoid valve for flow control. The diluent flow was tested several times without any issues. The instrument returned to normal operation. There was no further action required by fse. The most probable cause of the reported event was due to a defective diluent pump.

Event description:
On (B)(6) 2016, a customer reported error 2012 (air detected in diluent) on their aia-360 analyzer. The customer checked the caps, tubing, and the wires but there were no frayed wires. They also repowered the instrument but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.